Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 56/50 p on the left side on (B)(6) 2007. The pt is unable to undergo revision surgery due to a heart condition. Currently, the pt is being monitored due to pain and metallosis.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and had not been revised to date. Where lot numbers were received for the device, the device history records were reviewed and found to be confirming. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a notification in 07/2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. There fore, zimmer (B)(4) considers this case as closed. (B)(4).